Manufacturer narrative:
(B)(4)

Event description:
It was reported that dislodgement of the rv lead was observed. The lead was capped on (B)(6) 2016 and a new lead was implanted. No further information available.

Event description:
New info received: lead dislodgement was observed in the clinic. The patient was asymptomatic and in good condition before, during, and after the procedure.